Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed the device's housing. It is unknown how the device's housing became warped and there were no signs of heat damage. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that a battery is unable to be seated in the battery well to power the device on. Complainant did not indicate that there was any patient involvement in the reported malfunction.